Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of a patient reports while her daughter was wearing a pod between 4 and 24 hours her blood glucose level at 11:00 am was 376 mg/dl then rose to 400 mg/dl. The patient administered 15 units of insulin in the morning and applied a new pod. Once the pod was removed from the infusion site (back) it was noticed that the cannula was bent.

Manufacturer narrative:
The returned device was evaluated and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.